Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02767. It was reported the patient is no longer using his scs system. The patient stated he is not receiving effective pain relief from his scs system and is in the process of having his system removed to have an MRI done. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.